Event description:
During case - left stone retrieval with laser ureteroscopy - a clear piece of plastic broke off of the laser fiber tip. Dr - urologist- unable to retrieve the clear piece. Dr stated, he believed the issue to be clinically insignificant and would cause more harm than good to try to retrieve the very small piece. This product was supplied by a company, so unsure of brand they use. Dates of use: 2009. Diagnosis or reason for use: laser stone. Event abated after use stopped: yes.